Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The subject device had 2 faulty printed circuit boards, which caused the reported failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
That customer reported that his olympus evis exera iii video system center was presenting a b40 scope communication error during preparation for an endoscopy procedure. According to the initial reporter, he continued the case using the subject device and was able to successfully complete it without any reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, error code e212 was noted; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code b40 occurred due to two faulty printed circuit boards. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.